Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fph in (B)(4) for evaluation, where it was visually inspected and pressure tested. Visual inspection of the subject device revealed a crack along one of the swivel wye ports. The pressure test result was outside specification. We were unable to determine what may have caused the observed damage. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that an rt265 infant dual-heated evaqua2 breathing circuit had a crack on the swivel wye. The event was discovered during setup prior to patient use.